Event description:
Customer reports, he performed a caesarian section using dexon sutures & there has been a reaction where the sutures have been. The reaction was not described. The customer also reports, it took longer (for the suture) to break down.

Manufacturer narrative:
Investigation is in progress. Reference MFR. Complaint# 97110570gp. No samples were returned for eval. No lot identification was provided. Numerous attempts were made to follow-up with this customer & no response was received. We are unable to pursue this investigation due to lack of info. We will reopen the complaint should info become available. Please note that this report may be based upon info not yet verified by sherwood davis & geck to be complete & accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis & geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.